Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak. Saline was added to the reservoir. No components have been removed. No patient complications were reported.